Event description:
The patient reported erosion and irritation around the incision site. Upon further examination, the implanting clinician determined the lead was not eroding. However, a revision was performed to bury the stimulator deeper to prevent future erosion. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, implanting a stimulator after the expiration date, not prepping the skin with an antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows it is unknown if the site was irrigated before closure. In addition, the patient has a contraindicating condition (diabetes) that may impact wound healing. As the clinician is performing a revision to place the stimulator deeper, the stimulator may have been initially implanted too superficially to the skin. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation is likely due to the site not being irrigated before closure (user error-clinician).